Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported having halos at night and difficulty driving after cataract surgery with intraocular lens (iol) implants in both eyes. She reported worsening after having yag capsulotomy in both eyes. There are two manufacturer reports associated with these events. This report is for the left eye.